Event description:
The patient experienced coupling and communication issues with her implantable neurostimulator (ins). A manufacturer's representative attempted to reset and charge the ins but was not successful. The representative determined that the ins was overdischarged. This was the patient's third overdischarge and her ins was at end of service. The overdischarge resulted from patient non-compliance. An ins replacement was scheduled. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).